Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between november 20, 2024 ¿ november 21, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the device¿s bladder was observed which suggests possible no flow may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume folfusor. At the time of disconnection after the expected therapy time was completed, it was observed that the elastomer was still full of medication. The device was filled with piperacillin and tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.